Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise; the physician suspected the lead was fractured. All other electrical measurements were in range. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition during and post procedure.